Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The pump and data logs were returned and investigated. The pump was soaked to get the dried blood off and after that checked with borescope and it was found that the pump had heavy biomaterial wrapped around the impeller blades and the outflow cage. There was also a small catheter kink observed around the 70 centimeters mark. No other physical abnormalities were found. The data logs were investigated and it was seen that there were motor current spikes seen when the pump was implanted suggesting sudden biomaterial ingestion. This was followed by suction and impella stop alarms. The pump was then troubleshooted and the purge pressure was seen to be getting better with change in the p-level and decrease in the motor current spikes. The root cause of the temporary pump stop issue was ingested biomaterial found wrapped around the impeller and outflow cage. Instructions for use for the related event are as follows: impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ d.4 revised model number from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 code 4114 (device not returned) was inadvertently omitted from the previously submitted report and has been added to this report. The product has been returned since the previously submitted report. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Event description:
The user facility reported a 61 year-old male with cardiogenic shock and st-segment elevation myocardial infarction was implanted with an impella rp device for mechanical circulatory support. The impella rp device stopped when the sheath was attempted to be removed. The sheath was then left in place and the impella device was restarted. Impella rp device was turned to p5, and the patient was being adequately supported. The patient is stable.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿